Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead's threshold values have been gradually increasing since implant. An x-ray confirmed that the lead was in the same position. Reprogramming was performed to increase the lead output. However, at a previous device check, the device battery life span had drastically decreased, and premature battery depletion was noted. The lead and device remains in use. No patient complications have been reported as a result of this event.